Event description:
The device was removed due to a "fluid loss". The cylinder(s) and pump components only were removed and replaced with co's device component(s). The reservoir orignally implanted on 10/2/87 was left in place.

Manufacturer narrative:
Add'l info was received with regard to the occurrence of surgical intervention (see sections b2;b3;d6;d8;g4;h1;h2;h3;h7;h10.). Evaluation is pending decontamination, examination and testing of the returned device component(s). According to the available info this inflatable penile prosthesis was implanted on 10/2/87 and revised on 9/18/96 due to "fluid loss." A pump and two cylinders were returned for eval. In the received info the md stated that "six months ago, the pump remained collapsed, indicating that there was no fluid in the system." The md also stated that "the input tubing was then divided, the cylinders and pump removed,...the reservoir and connectors in the infrapubic area remain in situ." Examination and testing of the returned components revealed no functional abnormalities, however the connectors and associated tubing from between the cylinders and pump was not returned and therefore could not be examined. Because the available info did not indicate what factor(s) may have contributed to the reported "fluid loss," because no functional abnormalities were observed, and because qa did have the benefit of analyzing the removed connectors, qa is precluded from determining the cause of the reported event.